Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause was not known. Customer addressed the elevated bg by manual insulin injection, several correction bolus via the pump, and changed the infusion set multiple times to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.